Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy.